Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that patients implantable pulse generator (ipg) was protruding and patient experienced discomfort. It was noted that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were not returned.